Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) and patient via the company representative (rep) reporting that there were no issues surrounding the wound check. This was what they describe as the visit the patient had that day. No issues with the incision or device. The patient was the one who told them about their personal therapy manager (ptm) having an incorrect date.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that the patient was presented today for a wound check. During the review, it was noted that the refill date displayed on the patient's ¿myptm¿ device was not consistent with the prescribed refill date. The company representative (rep) also reported that, upon interrogation, the patient's pump exhibited stalling at 90 percent during bolus delivery. The technical services assisted the rep in correcting the ¿myptm¿ refill date by entering a "." In the notes section and updating the pump and addressed bolus stall issue by clearing stored data on the ¿myptm.¿ outcome: the issues were resolved.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.